Event description:
It was reported that during testing the wire collet at the manufacturer debris was falling out of it. There was no patient involvement or adverse consequences to the user reported as a result of this event.

Manufacturer narrative:
Upon disassembly for visual inspection debris buildup was found in the collet slots.